Manufacturer narrative:
The calibration and qc data provided were acceptable. The investigation did not identify a product problem. The specific root cause of the event could not be determined, however, the investigation determined the event was consistent with sample-related issues.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas pure e 402 analytical unit. On (B)(6) 2023, the initial hcg result was 2.63 with flag. The hcg test was repeated and the result was 10000. On (B)(6) 2023, the sample was sent to another laboratory to be repeated. The repeat hcg result was above 14000. The exact result was requested but not provided. It is unknown if any questionable results were reported outside of the laboratory. The units of measurement were requested but not provided. The e402 analyzer serial number was (B)(6).

Manufacturer narrative:
The investigation is ongoing.